Event description:
It was reported that the procedure was to treat a lesion located in the heavily tortuous, heavily calcified circumflex artery. During a failed attempt to cross the anatomy the proximal shaft of the 3.5x28 mm multi-link 8 stent delivery system (sds) separated. The shaft separated outside the patient and was successfully removed with no adverse patient effects. A new multi-link 8 sds was used successfully to complete the case. There was no clinically significant delay in the procedure reported.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft separation was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database for the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product deficiency.